Event description:
It was reported, that "the cuff leaked." There was no reported injury and/or change in therapy. The involved device(s) have not been returned to the mfg facility for analysis and investigation as of the date on this report.